Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00x15mm nc quantum apex balloon catheter was then advanced to the lesion for post-dilation. Upon the first inflation, the balloon ruptured at an unspecified pressure below 20atms. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00 x 15 mm nc quantum apex balloon catheter was then advanced to the lesion for post-dilation. Upon the first inflation, the balloon ruptured at an unspecified pressure below 20 atms. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.